Event description:
It was reported that while the customer was moving the zoom bed electronically, the battery died. The customer then moved the bed manually, which allegedly caused the customer back strain. No clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own investigation and repair.